Manufacturer narrative:
(B)(4). The device was not returned for analysis. The omnilink elite instructions for use (IFU) states: should unusual resistance be felt at any time during lesion access or stent delivery system removal, the introducer sheath and stent delivery system should be removed as a single unit. If possible, retain the guide wire position for subsequent vessel access. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and stent delivery system components. Additionally, the IFU instructs to perform angiography to confirm the stent position prior to deployment. In this case, it is likely that continuing to advance the sds against resistance with the introducer sheath contributed to the stent dislodgement. Furthermore, failing to use angiogram to visual the stent prior to deployment resulted in the dislodged stent not being identified until the attempt was made to advance the absolute pro. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional 8.0 x 59 mm and 8.0 x 29 mm omnilink elite devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was performed to treat a lesion in the left iliac ostium with heavy calcification. Pedal access was gained and a 6f sheath was placed. Following pre-dilatation, an 8.0 x 59 mm omnilink elite stent delivery system (sds) was advanced to the lesion against resistance with the sheath. The balloon of the sds was inflated without visualization to deploy the stent and the sds was removed without resistance. An attempt was made to advance an absolute pro vascular self- expanding stent system (sess) distal to the previously treated lesion; however, the sess met resistance in the anterior tibial artery. Imaging revealed that the cause of the resistance was the 8.0 x 59 mm omnilink stent which had dislodged in the anterior tibial artery. The sheath was replaced with a 7f sheath and unsuccessful attempts to retrieve the dislodged stent with balloon trapping and a snare were made. The stent was ultimately deployed in the anterior tibial artery using a 4.0 mm balloon. Elongation of the stent was noted. The procedure was continued by gaining contralateral lesion access via the right common femoral artery. An 8.0 x 59 mm omnilink stent was advanced and successfully deployed at the ostium of the iliac artery. After successful post-dilatation of the stent was performed with a 9.0 x 40 armada balloon, a distal dissection was noted. An additional 8.0 x 29 mm omnilink sds was advanced to treat the dissection, however; resistance with the previously deployed stent was met and the 8.0 x 29 mm omnilink stent dislodged. The dislodged stent was successfully retrieved with a snare device. The procedure was ultimately completed with the deployment of a non-abbott stent. There was no clinically significant delay in the procedure and the patient was reported to be doing well.